Manufacturer narrative:
There is more information on the device evaluation and an in service has been performed at the site. Correction is also being made to the manufacture date. This supplemental report is being submitted to provide this information. . The device history record review confirmed that device was shipped in accordance with specifications there is no repair history of the subject device. The user did not wish for a third-party lab to test the device. The device was not used in procedure after the suggested event was confirmed. The suggested event is positive culture test, which is not a device malfunction. No report any harm to any patient. An in service was performed at the facility with the device by an endoscopy support specialist (ess) reprocessing process were deviated from instructions for use (IFU). The incorrect steps began at the bedside cleaning, and continued to the manual cleaning steps. The cleaning steps were mixed up, and performed with interruptions. The device was wiped down at the end of the cleaning process, instead of the beginning. The brushing steps were being performed out of order, deviating from the IFU or skipped all together. The technician went to the channels first, instead of brushing the distal tip first. The dilution of detergent used during the cleaning, and flushing process, were higher than the recommended concentrations. This may pose a risk of over concentrating the detergent used in the scope. The forceps elevator was being left down during the reprocessing steps, instead of at an angle that will allow fluid to reach above and below. The user was using a dry leak test for the leak testing procedure. The ess informed the user that they need to reach out to the manufacturer of that leak tester to ensure they are following the proper steps for leak testing. The ess used the olympus mu-1 leak tester for the training and informed them they should use it until they check with the other company. Customer uses a medivator dsd aer to reprocess their scopes. Ess recommended that the customer contact the manufacturer of that equipment for proper use. All of these findings were discussed with the technicians on the attendance sheet. The findings were passed on to the registered nurse manager, and the education registered nurse as well. Reprocessing process conducted by the user was different from the reprocessing recommended in IFU. Or contamination occurrence at microbiological sampling. The coloring and deterioration in biopsy channel may have affected the event. Performance of reprocessing on the scope is secured by conducting appropriate reprocessing in the following reports. (Cleaning/disinfection/sterilization) the IFU includes the following statements: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
The device is returned and evaluated. Additional information has also been received for this event. This supplemental report is being submitted to provide this information. This was a positive culture that the scope failed. The biopsy channel and elevator channel of the device was cultured per the standard protocol for the facility to culture endoscopic retrograde cholangiopancreatography (ercp) scopes monthly. The scope culturing kit was from healthmark industries. However, the culture results are not yet available. There was no specific location as to where the microorganism was detected from. The type of microorganisms that were detected were unknown. The device was not used on a patient with a known infection. The date the scope was reprocessed was on (B)(6) 2021. The scope was not eto sterilized. The device was not used on a patient with a known infection. There is no occurrence of patient infection associated with this event. No patients were cultured. The customer did not send a report to the FDA. The cleaning and disinfectant solutions used with the endoscope are medivators dsd201 and rapicide. The minimum effective concentration is checked daily. The aer being used to reprocess the scope is medivators dsd201. There have not been any issues noted with the aer. The endoscope channel is being brushed during manual cleaning. The brush is a single use brush. The model is steris bx00711629. Pre-cleaning is performed immediately after a procedure. Pre-cleaning is being performed at bedside then manually clean before it goes to the aer. The endoscope is being leak tested prior to manual cleaning. The model and manufacturer of the leak tester is a medivators veriscan lt. The last preventive maintenance for the aer was in april 2020. The last reprocessing in-service conducted by an olympus ess specialist was february 16, 2020. There has not been any change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is being stored after reprocessing in a store cabinet. A visual inspection on the received condition was performed on the device by using an olympus borescope to inspect the channels. The instrument channel channels were inspected and noted excess glue and discoloration inside the channel from the bending section side. The channel was further inspected and found a red stain and kinks inside the channel from the bending section side. The suction channel was inspected and did not find any kinks, stains, or foreign material. The image was checked and the image is normal. The scope passed cosmo leak test at (+.8). Further evaluation is ongoing. Supplemental report(s) will be filed as the information becomes available.

Manufacturer narrative:
Additional information for this event is not yet available. Event date is not known. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during reprocessing the device failed the culture test. There is no reported harm to any patient.